Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, curved openings, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified; curved striated openings on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is striated openings assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.